Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 68-year-old male with postcardiotomy cardiogenic shock (pccs), pre-support clinical state consistent with scai shock stage e, underwent percutaneous femoral support with an impella rp (sn (B)(6)) via the left femoral vein implanted on (B)(6) 2026 at 09:00, followed by an impella cp (sn (B)(6)) via the left femoral artery implanted on (B)(6) 2026 at 09:30. Adequate initial perfusion was reported following introducer placement; however, during continued support and escalation to multiple vasopressors, the patient developed signs of left lower extremity ischemia attributed to the cp access leg, first noted during or after introducer insertion. The following morning, the left foot was observed to be cold, mottled, with pallor and no dopplerable pulse. No intervention for limb ischemia was performed, as the managing physician declined femoral¿femoral bypass and escalation to impella 5.5 due to the patient¿s overall condition and poor prognosis. The introducer had previously been peeled away, with no introducer damage observed. Vascular surgery later assessed the limb as nonviable with rigor mortis. Given ongoing multiorgan failure, severe acidosis, refractory shock, and limb ischemia, the patient was transitioned to comfort measures only. Based on the available information, the patient experienced severe limb ischemia of the impella cp access leg in the setting of postcardiotomy cardiogenic shock, profound vasopressor requirements, and poor overall prognosis. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
Section d4 catalog number was corrected. Additional information received for d6 explant.